Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 495 mg/dl and an insulin injection was used to address the bg level. The customer changed the supplies and disconnected from the pump until the bg level had decreased. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusions.